Manufacturer narrative:
This case involved the use of the orthadapt bioimplant to bridge a large gap in the repair of a chronic massive rotator cuff tear. Orthadapt bioimplants are not indicated for use in load-bearing/structural applications. Based on the available information, the cause of the event can not be determined at this time. The product lot number was not provided to the manufacturer.

Event description:
Patient developed erythema and swelling at the surgical site approximately one month post massive rotator cuff tear repair with an orthadapt bioimplant. The incision site was drained two times over the period of three months; cultures taken at each drainage indicated negative growth. The bioimplant was explanted approximately four months post repair.